Manufacturer narrative:
Meter was returned for investigation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially called requesting assistance with performing a blood test. During the call, a blood test was performed by the customer fasting and produced test result of 337 mg/dl using meter. Customer stated the result was too high. Customer was also concerned with test result from meter memory of 205 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is august 2019. The meter memory was reviewed for previous test result history: (B)(6).